Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2020-mar-16 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. It was reported that the patient experienced withdrawal symptoms. The physician made a house call and interrogated the pump and it was found that a motor stall occurred. The patient was scheduled for replacement on (B)(6) 2020. The environmental, external, or patient factors that may have led or contributed to the issue were unknown and the issue was unresolved at the time of report. The patient's status was alive - no injury and no further complications were reported or anticipated.